Event description:
It was reported the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to the device working less efficiently. The device was explanted and replaced. No further patient complications were reported.